Manufacturer narrative:
Investigation results: visual investigation: in the first step we investigated the involved screwdrivers (2x sz381r). Both screwdrivers are in a proper condition, no signs of damage or wear. In the next step we investigated the broken off screw head. This kind of screw head is screwed in into the body of the pedicle screw with a fine thread. During the screwing process into the bone, the forces seemed to have been so high that first the edge began to seize up (red arrow) and finally the fine thread tore off (yellow arrow). There are no signs of a material failures like blowholes. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures / preventive measures: on the basis of the current information and the investigation results, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. Based on the investigations and results of the 8d report a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sy655ts - ennovate polyax.screw 8.5x50mm canulat. According to the complaint description, the screw broke when it was screwed into the pedicle. A screw channel was already present because a 7.5 screw was revised and a larger 8.5 screw was implanted. Significant surgery delay. The broken thread could not be revised and remained in the patient. It could not be revised with the screwdriver either, because the pin in the upper part was stuck in the lower part of the thread. An additional medical intervention was necessary. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4). Involved components. Sz381r - ennovate mis screwdriver short - 52517960. Sz381r - ennovate mis screwdriver short - 52450177.